Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of fm, however the luer cap was loose inside the peel pouch. Visual inspection as per the specification is at 18 inches with an unaided eye. Reason for return was confirmed for 1 loose component. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the bio-medicus nextgen femoral arterial or jugular venous cannulae, it was reported that during the product review they observed strange particles including the appearance of hair, lint, black dots and foreign bodies inside the immediate packaging of the product. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that these devices do not have a security seal. The products were not used by a doctor. The issue was detected in the process of receiving the products in the warehouse of the customer. During the review of the devices, the personnel in charge of receiving the products at the customer's warehouse detected foreign particles inside the immediate packaging of the product, so they rejected the purchase order. The products were rejected by the social security client. During analysis of the returned cannulae, it was noted that one of the cannula had a loose luer cap. Pli 60 has been created to capture this.

Manufacturer narrative:
Correction h6: device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.